Manufacturer narrative:
(B)(4). Lot/serial: 15612875, (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a trunk-ipsilateral leg component was deployed, the physician advanced a delivery catheter for contralateral leg component (plc181400j/15612875) into an intended position. The contralateral leg component was successfully implanted, and upon withdrawal of the delivery catheter, the leading portion of the catheter was caught on the proximal end of an introducer sheath. The physician continued to pull the delivery catheter forcefully, and a leading olive was detached from the catheter body. The detached leading olive was retrieved outside the patient, and the procedure was concluded without further issues.

Manufacturer narrative:
The delivery catheter was returned and an engineering evaluation was performed. Engineering confirmed that the leading olive was firmly attached to the polyimide guidewire lumen. The guidewire lumen was firmly attached at the trailing olive. Based on the findings from the evaluation, the physician's observation could not be confirmed for broken catheter or leading olive separation. The delivery catheter was further inspected for damage related to the reported catching of the device on the introducer sheath during catheter withdrawal. The trailing end of one of the torque bumps on the catheter was lifted. Because the torque bump was lifted, it is likely that the introducer sheath caught on the torque bump. No evidence of broken catheter or leading olive separation was found during the evaluation. The reported catching of the device on the introducer sheath may have been caused by the torque bump catching on the sheath during catheter withdrawal.